Event description:
Pt reported infuses on her own via port. Pt was not able to infuse the 40gm. Pt stated the motor stalled. Pt is 1 week behind in dosing and did not want to infuse via gravity because of headaches if infuses too fast. No adverse events due to faulty pump. Md not aware. Device is available for investigation upon return. Pharmacy is replacing pump. No further information, details or dates provided. Serial number is unknown.